Event description:
It was reported that during a gastric sleeve resection procedure, the device did not fire. Three reloads were used and proper b shaped staples were not formed. It was not reported which device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/09/2009. Information anticipated, but unavailable at this time.